Event description:
It was reported via repair work order that the headend lift was drifting due to malfunctioned lift nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.